Event description:
It was reported that the patient was complaining about phrenic nerve stimulation and pocket stimulation. In bipolar configuration the patient has phrenic nerve stimulation and in unipolar at maximum outputs the patient has pocket stimulation. The status of the lead is unknown. Further attempts to gain additional information about the event were unsuccessful. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.